Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was causing the station to not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 3.1 and 3.2 was not causing the station not powering on. A field service engineer (fse) proceeded to inspect the back of the drawers, no lights were lit, so powered station down and disconnected 3.2 and the station powered on without issues. Then, the fse reconnected the drawer 3.2 and disconnected 3.1 and the station would not power on. So, the fse replaced the individual drawer control board to 3.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.